Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the following error message was displayed "may not have full battery back-up". The device was not changed out. The field service representative (fsr) instructed the user facility's biomedical engineer (biomed) to install a new battery, command to reset the lmd register to 180 (it was at 179). The resolved the error messages and were able to use the unit for surgery. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.